Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that bilateral arteriotomy closures of the right and left common femoral arteries (rcfa and lcfa) were performed after a percutaneous transluminal angioplasty interventional procedure using a 7f sheath. A proglide device was attempted to close the hole in the rcfa however, the suture came out. Manual compression was used to achieve hemostasis at the access site in the rcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.e1 - phone null initial: corrected from na to ni.